Manufacturer narrative:
Results: the returned 3maxc was kinked at approximately 29.0 cm and 31.0 cm from the hub. The device was fractured at approximately 85.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a kinked and fractured catheter. If the device is mishandled during preparation, it may become kinked. Subsequently, if the kinked device is further manipulated, damage such as a fracture may occur. Further investigation revealed more kinks on the catheter shaft. These kinks were likely incidental and may have occurred during packaging for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff flushed a penumbra system 3max reperfusion catheter (3maxc) and handed it to the physician. The physician then noticed that it was frayed. The damage to the 3maxc was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new 3maxc.